Event description:
It was reported that a patient experienced "a failed cervical fusion" using a cervical plate and 4.0 x 13 self tapping screws and the implants "will need to be replaced". No further details were provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.